Event description:
It was reported that the device was showing an "ok" status, but would not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has been unable to reach the customer to follow up on the reported failure. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.